Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the hospital. The right ventricular lead had t-wave oversensing and the physician suspected that there might be a micro fracture. Additionally, the r-wave amplitude was noted to have varying values. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.